Manufacturer narrative:
Supplemental MDR was opened to submit retraction MDR as the record was approved for void. The record has been identified as a duplicate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leakage and low flow rate during the ttm, cause alarms and affect the treatment process. After inspection, it was found that the joint between gelpad and machine had many bubbles passing throughs. After replacing it with a new gelpad, the flow rate returned to normal.

Event description:
It was reported that air leakage and low flow rate during the ttm, cause alarms and affect the treatment process. After inspection, it was found that the joint between gelpad and machine had many bubbles passing throughs. After replacing it with a new gelpad, the flow rate returned to normal.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter facility complete name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.